Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output button. It was recommended that the epg be returned for service, but its current status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the upper case was broken and the encoder was pushed inside the epg. Analysis also noted that the output connector assembly was broken, the main printed circuit board (pcb) was contaminated, the encoder assembly was contaminated, two knobs were contaminated, four encoder nuts were contaminated, two knobs were missing, the lower case was broken, and the display frame was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.